Manufacturer narrative:
A pacemaker was returned in elective replacement indicator (eri) mode. The device exhibited normal characteristics with no anomalies. The device could be interrogated normally and telemetry was stable. The reported event of device interrogation issue was not confirmed.

Event description:
It was reported that a patient presented for a pacemaker changeout procedure due to normal battery depletion. The pacemaker was interrogated normally once, but was not able to be interrogated again when the patient was on the table prior to procedure. The physician explanted and replaced the device. The patient was in stable condition.